Manufacturer narrative:
The manufacturer received the devices for evaluation. The manufacturer found no evidence of thermal, physical damage or odor. The manufacturer operated the dreamstation and humidifier with a bacteria filter in line during testing. There was no evidence of any black debris on the bacteria filter, nor any evidence of foam material or odors being emitted during testing. The internal inspection of the devices found no evidence of loose sound abatement foam or odor in the blower motor/box or in the airpath of the device. The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 crf part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an end user is investigating if a continuous positive airway pressure (CPAP) device has caused a lump in her throat related to the sound abatement foam. The device has yet to be returned to the manufacturer for evaluation. A final report will be submitted when the manufacturer's investigation is complete.